Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's esc key was not working. The customer stated that he also received a no delivery alarm. The customer's blood glucose was 500 mg/dl. Troubleshooting was done. Assisted customer in performing a 5 unit fixed prime, and insulin did exit the tubing. Explained that there may have been a bent cannula or an occlusion related to the infusion set or insertion site. Advised to change the entire infusion set. The customer stated that he would call back after a complete set change if assistance was needed. Nothing further reported.